Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported still noticing the gap between their tooth and the aligners. The clinical support team noted an intrusion on tooth #7.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.